Manufacturer narrative:
Date of event was corrected to (B)(6) 2015; however the correct date of event was actually one day post op and therefore (B)(6) 2015. Additional information provided by the doctor stated that the lens will remain implanted as the site doctor stated the inflammation (infection) was related to the nursing cleanliness and sterile technique, not the lens. Per the doctor the issue has been resolved at the surgical site. The lens will not be returned. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Corrected data: in the initial MDR, the following information was inadvertently not provided. Date of event: (B)(6) 2015. If implanted; give date: (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
There was no visual inspection of the lens as the lens remains implanted in the eye. The complaint can¿t be confirmed. A review of the manufacturing records was performed. The pcb00 units were manufactured according to specification. The sterilization record was also reviewed and there were no non-conformances with respect to the sterilization process. The directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. No product deficiency or malfunction were identified, the event was related to the operating room nurse's sterile technique, not the lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent implant of the intraocular lens (iol) and at one day post op was diagnosed with inflammation. The patient's symptom was visual acuity at 20/400. The patient was treated with topical steroids and has recovered. The intraocular lens was implanted in the patient's right eye. The hospital's investigation did not point to the lenses; however, the lenses were a common factor in the investigation. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.